Event description:
"Bilateral stent exchange (stents removed were indwelling for 6 months). Right stent was heavily encrusted and difficult to remove. Dr used laser to break up calcification and removed all but proximal curl of stent. Pt returning at later date for perc procedure to remove heavy stone burden and remainder of stent. Both stents replaced with silhouette comfort stents."

Manufacturer narrative:
Product will be returned. F/u will occur until completion of investigation.